Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated flow and pressure oscillations. The patient was transferred to another ventilator without harm.